Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 59 mg/dl. The customer reported getting tired and fainting. The customer also stated that she has been taking medication due to heart problems, which may be contributing to low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer also reported a crack on the screen. Advised that the insulin pump should be replaced, but the customer declined at this time. The customer sated she would call back for the replacement after moving to a different address. Nothing further was reported.